Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that approximately two weeks post-implant the set screw of the device was loose. A procedure was performed to re-fasten the set screw. It was further reported that "some time after that" another loose set screw was reported. The physician chose to program around the issue and monitor, hoping to avoid another invasive procedure. The device remains in use and no patient complications have been reported as a result of this event.